Manufacturer narrative:
Initial and final MDR-2581127-device 4 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set connection issue event on(B)(6) 2026. The infusion set was accidentally pulled out during use due to the tubing catching on something or the pump falling. The patient replaced the infusion set and successfully resumed insulin deliveries. The issue occurred with four infusion sets. No further information available.